Event description:
It was reported a patient presented in clinic for an implant procedure on (B)(6) 2024. During procedure the patient's right ventricular (rv) lead presented with high defibrillation impedance. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.